Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Customer did not state if they were using the auto mode feature at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 590 mg/dl and that the insulin pump alarmed sensor updating but would not calibrate. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the insulin pump. The customer did not provide their blood glucose level at the time of the call. The customer reported that they were changing the sensor and the insulin pump alarmed that it could not find the sensor. The insulin pump was in auto mode at the time of the incident. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.